Event description:
While reviewing the programming history available, it was noted that the first interrogation of the pt's vns showed the stimulation to be set at 0ma. At the previous visit, the pt was believed to be programmed on to 2.25ma however a faulted diagnostics test occurred that likely changed the output current to 0ma and a final interrogation was not performed to catch that the pt's settings had been changed inadvertently. The settings were corrected at the next visit. No adverse events have been reported that are believed to be a result of the anomaly.

Manufacturer narrative:
Analysis of programming history.